Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -10.0/+4.0/092 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2019. The reporter indicated there was lens rotation not associated to a low vault and the patient experienced a refractive surprise. The lens remains implanted.